Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed, during which it was noted that the cylinders were broken, resulting in a fluid loss; therefore, the device was removed. There were no patient complications reported.